Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 24cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis stent profile shows no sign of damage, stretching or lifting of the stent struts. Stent positioning examination revealed no signs of movement, the stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure. However, returned device analysis revealed hypotube break.